Manufacturer narrative:
Continuation of d10: product ID: 8835, lot#/serial#: unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding patient receiving fentanyl via implantable pump. The indication use was non -malignant pain. The patient had magnetic resonance imaging (MRI) on (B)(6) 2023 at 1:45 pm (local time during call was 3:45pm). When they went to use their personal therapy manager (ptm) to connect to their pump, they saw a code of 8446 and a bell on their home screen. The patient service specialist assisted the patient connecting to the for-alarm interrogation. There was also 0617 alarm (uplink error) then patient reconnected and read service code 8476, along with on (B)(6) 2023 date. It was confirmed this code was what they saw earlier. Patient service specialist reviewed this code was indicative of a motor stall of the pump and reviewed MRI considerations. The patient confirmed they had not heard their pump alarm during or after MRI. The issue was not resolved through troubleshooting. No symptom was reported.